Manufacturer narrative:
Ge healthcareâs investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Block a1, a5, and a6: no information provided. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
The hospital reported a patient was connected to an aisys cs2 when it was reported that the bag would not fill properly during manual ventilation. Allegedly, the patient desaturated to 60%. The patient was switched to another aisys cs2 and the saturation was returned to normal levels. There was no patient sequelae. Ge healthcare will submit a follow-up report when the investigation has been completed.

Manufacturer narrative:
Ge healthcareâs (gehc) investigation has been completed and the root cause could not be determined. The gehcâs field engineer completed a review of the system logs and determined there was no malfunction of the gehc device. Therefore, the root cause of the patient desaturation is undetermined.